Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product typ:e catheter. Section other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 31-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was (B)(6) 2019. It was reported the patient experienced a gradual change in therapy/symptoms. The catheter had a loose connection to the pump and was leaking. The medication was increased by 5 and 10% over the last 9 months. A dye study was done the previous week, and everything looked fine. No further complications were reported.